Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer was guided by technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy.